Manufacturer narrative:
The insulin pump was received with a button error alarm and had an intermittent act, up, and down button response due to moisture damage on the keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The alarm did not occur right after moisture exposure and a button was not pressed for longer than 3 minutes. Customer was asked verbally and in written form to return the pump for analysis.